Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and the procedure was completed with another of the same device. No complications were reported and the patient was in stable condition after the procedure.